Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician could not fully deflate a tracheal tube cuff during the 'prior to use' testing. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The returned endobronchial tube was evaluated for the reported "cuff won't deflate" issue. Visual examination of the device showed residual air left in the cuff. Inflation/deflation tests were performed. The tracheal and bronchial cuffs were found to inflate/deflate multiple times without issue.

Manufacturer narrative:
(B)(4).